Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: during investigation, the pump was powered on with normal audible tone and vibration. An alarm was intentionally produced for investigation purposes and a normal audible alarm/vibration was emitted. The pump's vibratory features were found to be functioning properly. The pump cover was removed and there was no evidence of moisture or damage to the vibration motor. The original complaint of a vibration issue was unable to be duplicated. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.